Event description:
It was reported that a during a pt's pump refill, her pump had a volume discrepancy problem. The actual residual volume (arv) (18 ml) was greater than the expected residual volume (erv) (3 ml). No alarms were reported. A dye study was recommended. A revision was scheduled. On (B)(6) 2011, the physician interrogated the pt's pump and began the catheter revision. The physician found that the catheter was out of the intrathecal space so he replaced the catheter and battery as well, because "he still thought something was wrong with it". The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).